Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 13134 and an image were returned and analyzed. The image showed the balloon catheter was kinked at the balloon segment. Visual inspection showed that the catheter was intact with no apparent issues. It was used for five applications. When it was connected to the console following a warm- up time of 30 minutes, the catheter was recognized. A guide wire lumen kink was observed during the inflation and ablation phase of the performance test. The push button could not retract back, most likely due to the kink issue. Dissection testing revealed a guide wire lumen kink at approximately 1.03 inches from the catheter tip inside the balloon segment. The outer diameter of the balloon was within specifications. In conclusion, the guide wire lumen kink was confirmed through testing. The balloon catheter failed the return product inspection due to a kink on the guide wire lumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the balloon catheter was inflated, the guidewire lumen was noted to be bent. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.